Manufacturer narrative:
Other relevant device(s) are: product ID: 3093-28, serial/lot #: v508243, ubd: 07-jul-2014, (B)(4) applies to product ID: 3093-28 only. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient's device never really provided relief for her symptom. It was stated that during the trial it worked really well but since she got it implanted it never stimulated her pelvic floor area. The patient noted that the nurse tried to adjust it and they never really got it to stimulate in the right area. The patient mentioned that she felt like she never really got any relief from therapy and she was not sure whether or not her ins was depleted and wanted to know the status of it. The patient was wondering if she could just get the device removed. The patient also reported she was having ongoing pain on her left side which was by her implant and she wasn't sure if the pain was related to the device/therapy. Additional information was received. It was reported that the cause was not determined and the unit worked while it was taped to her back as a trial but after installation it did not work. The patient stated that the patient spent 30 minutes while they tried to adjust the unit. The patient mentioned that her new health care professional removed the unit on (B)(6) 2018 and the issue resolved. The patient noted that her feeling was the unit lead wire was not properly installed since the patient's back problem had been resolved after removal. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the actual cause was not determined but the probably cause was due to faulty installation. There were no symptoms or further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause of the failure to work properly was never determined and the health care professional that removed the lead stated that it seemed to be in place but they were not able to determined if it was. There were no further symptoms or complications reported or anticipated.